Event description:
On (B)(6) 2013, the patient contacted animas stating the pump was malfunctioning. There was no additional information available for this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported because of the alleged pump malfunction.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.